Event description:
It was reported that the patient experienced wound dehiscence underneath the zip surgical skin closure device. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Correction: update: d9, h3, h6. Follow-up report submitted to document the device was not available for evaluation. Additional manufacturing narractive. Update: b5. Additional event information. Update: d4. Lot number is not available, full gtin is not known.

Event description:
It was reported that the patient experienced wound dehiscence underneath the zip surgical skin closure device. The device was removed before the surgeon intended. The procedure was completed successfully without a surgical delay; ointment was applied to lessen inflammation. No adverse consequences were reported.